Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was used during an egd (esophagogastroduodenoscopy) procedure to treat a benign stricture of unknown origin, performed on (B)(6) 2010. According to the complainant, the esophagus was predilated, and the stent was positioned in the mid-esophagus. It was unknown to what size the stricture was predilated prior to the stent placement procedure. The stent was deployed successfully, but then it migrated into the stomach. The physician retrieved the stent utilizing rat-tooth forceps. The same stent was then reloaded onto the delivery system, reintroduced into the patient, and redeployed over the stricture. The stent was released a second time. The stent was reported as fully expanded after deployment. However, again, the stent migrated into the stomach. The stent was retrieved using rat-tooth forceps. At the physician's discretion, the procedure was aborted at this time, and another stent placement procedure was scheduled to be performed. No further medical intervention was required due to this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Pt: unknown; however over 18 years old. (B)(4) - medical intervention required. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.